Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was further reported that the exact date of the migration was unknown. The xray showed the lead had moved from t7 (thoracic) to c7 (cervical). Impedances were normal. The lead was moved back to t7 during the revision and the patient now had effective therapy. There was no cause identified.

Event description:
It was later reported that the patient had a lead migration and was experiencing stimulation in the wrong location. It was further reported that the revision was required and the lead was moved back down and repositioned. The patient reportedly had an x-ray and reprogramming was done. It was noted that the symptoms associated with this event were stimulation in the ribs. It was also noted that the location of the issue or symptoms was the lead location. The patient was reportedly admitted to the hospital on (B)(6) 2014 and after admission is when the change in stimulation occurred.